Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted in resetting it, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appears again. Customer acknowledged and understood the instructions.